Manufacturer narrative:
We as manufacturer of the device have performed our own investigation based on the information gathered by the us importer from the clinic. All the available information has been evaluated by the clinical affairs manager in order to confirm the us importer's investigation. Clinical affairs manager requested to have information relative to the performance of the vhi (vaginal health index) test to the patient before the performed of the treatment. Such request has been forwarded to the us importer that is directly in touch with the clinic. Us importer reported back that no vhi test has been performed on the patient. For this reason is impossible to objectively determine if the treatment has any beneficial impact on the patient. For what concerns the treatment's parameters, the clinical affairs manager, confirmed that they were within the gcp for this kind of procedure. In order to determine if the device was working properly within specifications, the us importer shared with us the closest evaluation of the device that they have performed in reference to the latest treatment performed on the patient (in (B)(6) 2023). The just mentioned service report is relative to a standard maintenance performed (by authorized us importer's service technician) on november 2023 in which the device has been found working properly within specifications (service report (B)(4)). We evaluate this event as a serious incident, on the side of caution, because the patient is complaining of permanent impairment. Based on the available information it is not possible to determine the root cause of the event. No design deficiency has been found to be contributory to the event. No corrective action/preventive action/fsca is required. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On april the 26th, 2024. El. En. Electronic engineering spa received a communication from the us importer cynosure of an adverse event, reported on the maude portal with voluntary medwatch report mw5153316) following a treatment with the device smartxide2. In the mw report code mw5153316 it is reported the following: the patient is complaining of having bleeding an painful intercourse for which the dr. Suggested her to perform the mlt treatment. The dr suggested the patient to perform 3 treatment and after each one the patient complained of painful treatment without any significant improvement. Following the receipt of the mw report, cynosure proceeded to contact the clinic where the treatment has been performed (unified womens healthcare placed in boca raton - fl - USA) in order to gather more detailed information about the event. In their communication, cynosure, shared that the treatments has been performed in dates: (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. The parameters shared for the treatment has been also retrieved and are the following: internal treatment: 30w, 1000us, 1000um, sp, stack 3 external treatment: 26w, 800us, 800um, sp, stack 1 the above mentioned parameters where used for all the three treatments. The present adverse event has been evaluated as a reportable event, on the side of caution, because the patient is complaining of permanent damage. Moreover, the us importer, cynosure, proceeded to submit their own MDR report code mdr1222993-2024-00024 in date may the 8th, 2024. We the manufacturer of the device proceeded to submit our own MDR report, in accordance with 21 cfr part 803.50(2) in order to supply any missing information. Moreover we submit the present report in order to supply a formal response to the voluntary medwatch report code mw5153316.